Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, cable twist, connector section electric contact hammering, and head section scope mount wear were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a noise was noted with the hd 3cmos autoclavable camera head. During a standard service inspection of the customer returned device, an e216 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the loss of images, e216 and noises was confirmed to be malfunction of the cable. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.